Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined with the information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
A journal article was retrieved from the knee (2001) that reported a prospective study from (B)(6) that looked at comparing wear and migration of monobloc and modular total knees. The purpose of the study was to determine if pe wear in monobloc tka differs from that of modular tka at 60-month follow-up. The study reviewed 50 tka patients; 25 patients received a nexgen cementless high-porosity trabecular metal tibial component with a monobloc uhmwpe inlay (mono-tm), and 25 patients received a nexgen cementless low-porosity screw-augmented titanium fibermesh tibial component with a modular uhmwpe inlay (modular-fm). All patients also received a cemented femoral and patellar component using palacos cement. The study population had a mean age of 66.5 years at time of surgery (range 43-75 years). Follow-up was conducted at 3, 12, 24, and 60 months. The study reported 2 patients in the mono-tm group experienced moderate to severe pain at the 60-month follow up.